Event description:
It was reported the patient¿s implantable cardioverter defibrillator was delivering shocks which prompted the patient to present to the emergency room. At the emergency room it was determined that the patient¿s device was in backup vvi mode. Device memory was lost during backup, so it was unknown if shocks were appropriate. Device download was performed successfully. It was discussed that the backup mode could be due to unexplained power-on-reset and a device replacement was suggested.